Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the surgeon had squeezed the handle completely but 2 clips were formed tear drops and another one was formed leg crossing. The procedure was completed with another device and the surgical time was extended by less than 30 min. There was no patient injury.